Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual examination concludes that the returned tasp lot 62320878 exhibits signs of repeated use (nicked and gouged) also have fractured on the medial side of the post all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due a previously addressed design issue. Review of the complaint history determined that no further actions are required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured during trailing in a knee surgery. Attempts have been made and additional information on the reported event is unavailable.